Event description:
Agent contacted technical solutions to report a pocket revision due to potential infection. Agent stated that the patient experienced a slight increase in pain at the pocket site. Agent also reported that there was some minor breakdown at the incision site. Physician cleaned the site and opened the pocket. Physician stated that there was no evidence of infection, and the pocket was irrigated, cleaned and closed.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Physician stated that they did not know the cause of the issue. Per the instructions for use of the device, pump site skin erosion is a known possible risk of use of the device. Internal complaint number: (B)(4).